Event description:
The customer reported to olympus that the colonovideoscope,only emits yellow light. During the evaluation the following reportable malfunction was found; a whitish foreign material was found inside the air and water cylinder and the light guide lens had foreign material sticked. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation of yellow light was confirmed. In addition to the reported malfunctions documented in b5, the additional evaluation findings are as follows: due to wear of scope cover, water tightness was lost, due to discoloration of light guide lens, illumination was uneven, due to wear of angle wire, the play of upward and downward angulation control knob was out of the standard value, universal cord had a wrinkle, flexibility adjustment ring, grip, right and left knob, upward and downward angulation control knob, grip packing ring was loose, objective lens, connecting tube all had a scratch a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, ¿foreign material in the a/w cylinder¿ and ¿foreign material on the lg-lens¿ were confirmed, therefore, the device did not meet the specifications nor the function. The root cause of the foreign material remaining in the subject device was unable to be specified. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.